Event description:
The customer reported the alarms for their intellivue mp20 patient monitor are enabled but fail to alarm. The customer did not indicate an alarm event associated with this malfunction the device was not in use on a patient at the time of event, there was no adverse event reported.